Event description:
A rptr alleged that rptr's spouse experienced a diabetic seizure after using ultrazyme enzymatic cleaner dissolved in saline. Reportedly, spouse was hospitalized and has since recovered. All attempts for follow up were unsuccessful due to the faulty info provided by the rptr. Due to the paucity of data on this case, allergan seriously questions its validity.